Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto mode switch episodes were noted on the patient's device due to far field r wave oversensing. The patient was asymptomatic. Programming changes were discussed. Further information was requested but not yet available.